Event description:
The customer reported that the device displayed numerous errors. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed numerous errors. There was no report of patient involvement. The philips repair bench evaluated the device and confirmed the failure. The problem was isolated to a shorted therapy cable. The therapy cable was evaluated further and found to be damaged. We will consider this a malfunction where a damaged therapy cable caused the device to fail in testing.